Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12397). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported the device was unable to be interrogated via merlin.net. The device was explanted and replaced. Patient condition was doing well.